Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿geometry movements partly available¿. Upon investigation fse confirmed that the issue was with force sensor problem, as image disk was full. The philips engineer recreated image disc,and did force sensor calibration. The system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced c-arm rotation potmeter and carried calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movement lost power during device operation. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.